Event description:
Patient developed a fever and redness in the treated area post miradry treatment. A topical antibiotic was prescribed 4 day post-treatment. But, there was no improvement. At 7 days post-treatment, an oral antibiotic was prescribed. The symptoms were improving by 15 days post-treatment.